Manufacturer narrative:
As received, a complete lead was returned in one piece measuring 86.7 cm. Analysis was normal. No anomalies were found. Return date was erroneously reported as 08/25/2018 instead of 07/25/2018.

Event description:
It was reported that the patient presented in clinic. Upon interrogation of the device, loss of capture and loss of right ventricular and left ventricular synchrony was observed. An x-ray confirmed that all the leads had dislodged; the physician suspected that the patient experienced twiddler¿s syndrome. The patient presented for lead revision procedure on (B)(6) 2018. The physician attempted to reposition the leads, but was unable to due to tissue clogging the helix; the helix would not retract or extend. The leads were replaced. The patient was stable before, during and after the procedure.